Event description:
Healthcare professional reported capsular contracture, baker grade IV. Physician provided radiology report which showed "signs of an intracapsular rupture" and "micro (fibro) cysts" not device related. Device explanted and replaced with non-allergan brand. This relates to the right device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive.capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: creases are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician provided radiology report which showed "signs of an intracapsular rupture" and "micro (fibro) cysts" not device related.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device explanted and replaced with non-allergan brand. This relates to the right device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.